Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the trial patient's external neurostimulator (ens) batteries were low and needed to be replaced, as they had a low battery message. Trial patient stated they started their trial on (B)(6) and did not do well and was sent home with a catheter. Patient had their catheter removed, and experienced bladder infection symptoms on (B)(6) and was put on antibiotic medication on (B)(6). It was noted patient still had bladder infection symptoms. Patient mentioned that the tape that was used to tape the ens to the center of their back was itching like crazy. Patient had sensitive skin and their doctor told them to take claritin. No further complications were reported.